Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the patient received inappropriate therapy from the cardiac resynchronization therapy defibrillator due to blanking of atrial events. Programming changes were discussed. The patient was stable.